Event description:
The customer called to report a battery out limit alarm. Troubleshooting was performed and the customer noticed stress cracks around the battery compartment. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to a corroded / rusted battery tube and battery cap. The insulin pump also had a cracked case near the battery compartment. Unable to perform any testing due to the blank display.